Event description:
Six months after surgery, pain increased, swelling never subsided, limping again. Was told by doctor to give it more time. At 1 year mark went for 2nd opinion. Both implants failed needed to be replaced with larger size implants and no cement seen on bottom implant. Third opinion same as second. When removed, implants were in pieces. Doctor didn¿t know how pt was walking.